Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was over 200 mg/dl. Customer stated that the pump had a black dot on it. Customer was in the rewind sequence. Customer reported that he is going to change the tubing because it has been in and out of the pump. Customer had taken the reservoir from the pump. Customer stated that he is just going to change out the entire infusion set out and does not want to do any further troubleshooting. Customer resolved the no delivery alarm by a complete set change. Customer was assisted with delivering a bolus to correct his blood glucose level. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.